Event description:
A report was received that the battery was too deep to charge. It was also reported that the charger was not connecting to the battery. The physician suspected device malfunction with the ipg that was causing a connection issue to the charger. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was not verified. The device was in a hibernation state, and it was fully charged in one cycle. Prior to the explant, the battery depletion was within the expected range when the device was turned off. However, device characteristics changed after the explant procedure, exhibiting slightly higher battery depletion and sleep current rates. It was reported that an electrocautery was used during the procedure. The use of electrocautery during the explant procedure damaged the ipg electronics.

Event description:
A report was received that the battery was too deep to charge. It was also reported that the charger was not connecting to the battery. The physician suspected device malfunction with the ipg that was causing a connection issue to the charger. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.